Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of eight devices still sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No visual abnormalities were observed. Functional evaluation notes that the rotation knob functioned properly. The graspers were applied to test media and grasped the media without issue. The handles opened and closed without any hang ups noted. No functional abnormalities were observed. A review of the device history record indicates each device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the jaw broke inside the patient's abdomen. It was retrieved without any problem. (It seemed that the mors were not aligned).

Manufacturer narrative:
(B)(4).